Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device changeout, the left ventricular lead threshold was tested and found to be higher than another left ventricular lead already implanted. The lead was capped and replaced. No patient complications have been reported as a result of this event.